Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had audio/beep anomaly. Customer was assisted with beep/vibrate troubleshooting. Customer's blood glucose was 286mg/dl at the time of the incident. Customer declined to troubleshoot for high readings and treated with manual injection. Customer stated that the insulin pump had constant tone. Customer was advised to check utilities menu but was unable to because the screen was blank. Troubleshooting for blank screen was performed. Troubleshooting for blank display resolved the beeping anomaly but the display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with no blank display, no audio/beep anomaly and no constant tone during testing. Device received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.